Event description:
During a post-implant follow-up, the atrial leadless pacemaker (lp) was found in the liver under diagnostic imaging. The lp was successfully retrieved and a new lp was implanted to resolve the event. The patient was in stable condition.